Event description:
Caller reported that pump battery would not charge, leading to the pump shutting down. The pump screen remained dark, preventing confirmation of any blood glucose level impact. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to try different charging methods, but these attempts did not resolve the issue. It was decided to replace pump, and customer was instructed to use mdi as a backup therapy to ensure insulin delivery was not interrupted. The replacement pump was sent, and caller agreed to return problematic pump with pre-paid label.